Manufacturer narrative:
(B)(4). The lot was manufactured from october 30, 2014 ¿ october 31, 2014. The device was received for evaluation. Visual inspection revealed fluid inside of the device's housing due to a ruptured reservoir. The reported condition was verified. The cause of the ruptured reservoir was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. This occurred before use. The device was filled with 1500mg of desferrioxamine in 38ml of wfi. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.